Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was found to have markedly elevated lactate dehydrogenase (ldh) level. An echocardiogram showed normal device function. The patient was hospitalized and medication was changed. Additional information was requested but not provided.

Manufacturer narrative:
A specific cause for the rise in the patient¿s lactate dehydrogenase (ldh) level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.